Event description:
A customer reported a cartridge alarm 20 occurring during the pumping process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing insulin therapy from resuming. Consequently, technical support decided to replace the pump. The customer was informed about the replacement pump with updated software, received instructions for storage mode, and was advised on returning the faulty pump. The customer chose to use multiple daily injections (mdi) as backup therapy until the replacement pump arrived.